Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effects of dyspnea, mitral valve injury and mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. All available information was investigated and a conclusive cause for the single leaflet device attachment/slda could not be determined; however, dyspnea, unspecified tissue damage and recurrent mitral regurgitation/mr were due to slda. The reported poor image resolution was due to procedural circumstances. Lastly, surgical intervention and hospitalization are a result of case specific circumstances as the clip was surgically explanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip was explanted and will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to the single leaflet device attachment/slda. It was reported the mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with an mr grade of 4. Imaging was challenging due to shadowing. One clip was implanted without issue, reducing mr to 1. On (B)(6) 2021, the patient returned with dyspnea. Echocardiogram noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to severe, and a posterior leaflet was suspected. Mitral valve repair was performed on (B)(6) 2021, in which the clip was explanted. The physician commented the annulus was very dilated and a lot of tethering of the leaflets, he felt the leaflet tear/slda was not due to mitraclip. The patient tolerated the procedure and remained stable. No additional information was provided.